Event description:
It was reported that customer is using syringe for biopsies, in the past the cells have survived and now they are not surviving with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter: recently we have had a few issues with our biopsies and we are trying to trace what the problem might be. I just wanted to enquire about how these syringes are sterilized, in case this has had an impact on the viability of any cells. Also if you know of any changes to the plastic composition/sterilization process that have happened recently (in the past year) that may also have impacted this, then please let me know. Additional information received by customer: I'm not complaining that a syringe was not sterile, or complaining at all really, I just wanted to know how they have been sterilized. Like I alluded to in my previous email, we use these syringes for adipose tissue biopsies, from which we isolate fat cells that we grow in our lab. I do not think this is a purpose for which the syringes have been advertised for, and so I doubt they have been designed with keeping cells alive in mind. As we have had some unsuccessful biopsies recently (i.e. No cells survived isolation) all I wanted to know was how the syringes were sterilized, as some chemical sterilization methods can affect cell viability and we just wanted to cover all bases in finding out what the problem is. If it helps, the lot number of one of the syringes is 1808218. Again, this isn't a complaint, this is just a query about sterilization methods. Additional information received: I am not complaining that a syringe was not sterile, or complaining at all really, I just wanted to know how they have been sterilized. Like I alluded to in my previous email, we use these syringes for adipose tissue biopsies, from which we isolate fat cells that we grow in our lab. I do not think this is a purpose for which the syringes have been advertised for, and so I doubt they have been designed with keeping cells alive in mind. As we have had some unsuccessful biopsies recently (i.e. No cells survived isolation) all I wanted to know was how the syringes were sterilized, as some chemical sterilization methods can affect cell viability and we just wanted to cover all bases in finding out what the problem is. If it helps, the lot number of one of the syringes is 1808218. Again, this is not a complaint, this is just a query about sterilization methods.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were provided to our quality team for investigation. A device history was performed and found no non-conformances or quality notifications during production of lot 1808218. Product is routinely inspected throughout the manufacturing process to ensure the quality and functionality of the device. No changes in our manufacturing process or the raw material for this product have been made. All products labeled as "sterile" are certified for release, the package must be unopened and undamaged. The sterilization for this product is compliant with iso 11135 guidelines and the product has been evaluated in accordance with iso 10993 "biological evaluation of medical devices" and adheres to all relevant sections. Conclusion: since no sample or picture has been received and no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer is using syringe for biopsies, in the past the cells have survived and now they are not surviving with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter: recently we've had a few issues with our biopsies and we are trying to trace what the problem might be. I just wanted to enquire about how these syringes are sterilized, in case this has had an impact on the viability of any cells. Also if you know of any changes to the plastic composition/sterilization process that have happened recently (in the past year) that may also have impacted this, then please let me know. Additional information received by customer: I'm not complaining that a syringe wasn't sterile, or complaining at all really, I just wanted to know how they have been sterilized. Like I alluded to in my previous email, we use these syringes for adipose tissue biopsies, from which we isolate fat cells that we grow in our lab. I don't think this is a purpose for which the syringes have been advertised for, and so I doubt they have been designed with keeping cells alive in mind. As we've had some unsuccessful biopsies recently (i.e. No cells survived isolation) all I wanted to know was how the syringes were sterilized, as some chemical sterilization methods can affect cell viability and we just wanted to cover all bases in finding out what the problem is. If it helps, the lot number of one of the syringes is 1808218. Again, this isn't a complaint, this is just a query about sterilization methods. Additional information received: I'm not complaining that a syringe wasn't sterile, or complaining at all really, I just wanted to know how they have been sterilized. Like I alluded to in my previous email, we use these syringes for adipose tissue biopsies, from which we isolate fat cells that we grow in our lab. I don't think this is a purpose for which the syringes have been advertised for, and so I doubt they have been designed with keeping cells alive in mind. As we've had some unsuccessful biopsies recently (i.e. No cells survived isolation) all I wanted to know was how the syringes were sterilized, as some chemical sterilization methods can affect cell viability and we just wanted to cover all bases in finding out what the problem is. If it helps, the lot number of one of the syringes is 1808218. Again, this isn't a complaint, this is just a query about sterilization methods.